Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the emergency room for high blood glucose of over 650 mg/dl, and released the same day with 380 mg/dl. The customer stated that her glucose level was high due to her infusion set leaking. The customer stated that she did not have the set to return for troubleshooting. The customer stated that she was experiencing high blood glucose a few nights before the event. The customer stated that her insulin pump has been on a temporary basal and she would like to change to standard basal rates. Advised the customer to contact her doctor to adjust her basal rates. No further info was provided.